Event description:
Customer reported via phone call that he experienced sensor reading discrepancies. Customer stated that he had just eaten candy and kept getting low alerts. The sensor was reading between 50 and 60 mg/dl but his blood glucose was between 80 and 90 mg/dl. Customer declined troubleshooting. The sensor would be replaced and returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.